Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor the patient reported that they were having problems with her bladder, her symptoms are uncontrollable. Patient said that she leaks and said that she is using the thickest pad and the pad is completely soaked when she goes to change it and the symptoms occur both during the day and at night. Patient further reported that they noticed changes right after the fall. During troubleshooting, it was determined that the stimulation was on and patient had the ability to change programs and adjust stimulation. Patient also switched programs during the call because they could not increase any higher on the current program. Patient stated the stimulation was uncomfortable. Patient was advised to monitor her symptoms for the rest of the day and night and if she does not notice improvement, patient to increase setting tomorrow and continue adjusting based on symptom results. It was also reviewed that if needed patient could try each of the programs and if still not experiencing improvement after working each program then patient to contact hcp office to schedule device check, and also notify hcp of fall, to determine if any imaging would be suggested. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated they thought they needed to reprogram their stimulator because they started to have symptom return. The patient was able to sync using their programmer on the call and confirm stimulation was on. They changed from program 3 to program 4 and decreased the amplitude to 2.2v. They were going to monitor symptoms at this level. No further complications were reported or anticipated.